Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "motor handpiece occasionally stops working. The handpiece cannot be detached. The motor stops working after drilling, pausing, and drilling again. If you turn the blade manually, the motor often starts working again. The control unit does not recognise the motor; it has been plugged in and out several times. No negative impact in state of health reported. Cross reference MDR 9610617-2026-00978. Cross reference MDR 9610617-2026-00979.